Event description:
Concern regarding possible user error and potential for near miss. The plastic condensation cover is easily removed on this expiratory valve that connects directly to the ventilator drager v500- there is no marking or label to keep on the expiratory valve. When removed and discarded - as it is a clear plastic cover and looks similar to other unnecessary pieces connecting to a ventilator and its tubing system - when the plastic clear cover is removed the ventilator will alarm that there is a leak. When the piece is re-applied, the leak is resolved. Suggest marking or labeling not to remove the plastic condensation cover on the expiratory valve.